Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bowel resection, while being applied to create an anastomosis of the small bowel, they noticed the device fired with some resistance. After they cut the small bowel, they also noticed that the staples did not form on part of the bowel, where the entire staple line fell a part and nearly all the staples had not formed b shaped staples. They had to resect and re-stapled to fix the staple line. And in order to complete the case, they had to remove another centimeter of small bowel, and opened another stapler to do the anastomosis. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.